Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the third party biomed will perform repair on the suspect device and cancelled service. Due to the no parts being returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The issue occurred during pre-use checks. The customer reported there is no patient involvement associated with the event.